Event description:
It was reported that 35 of the bd luer-lok¿ tip syringe were missing label information. The following information was provided by the initial reporter: the becton-dickinson syringe eylea 1ml rm-1003 11560 309628 lot 0148610 was observed to have the following defect: 35 of 80 samples examined were missing part of the expiration date. Correct expiry that should be printed on this syringe lot is (B)(6) 2025. The expiry printed on the observed defected samples was on (B)(6) 2025. The defect was discovered at the sharp solutions allentown warehouse during incoming inspection. This component is used by regeneron in the packaging process for regeneron products.

Manufacturer narrative:
H6: investigation summary release date: 06/07/20. Released quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 0148610 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment three photos of 1ml luer-lok syringes (p/n - 309628) batch 0148610 were received and evaluated. All three images show the top web graphics side of sealed packages with applicable product information. One image shows a syringe package cavity 7 with acceptable print quality including the reported expiration date affected. The next image shows a syringe package cavity 12 with the 1 of the 2025-05-31 expiration date missing greater than (B)(4) of the character. The third image shows the two syringes side by side with the conditions as described in the individual photos as described above engineers and mechanical & electrical technicians were consulted as part of the investigation. Technician logs, production records, and production databases were reviewed as part of this investigation. Twelve top web slip samples from various pallets and layers from this batch were saved within the DHR and all twelve had acceptable print quality on the expiration date. This is the first complaint related to foreign matter for batch 0148610 manufactured over three years ago.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 35 of the bd luer-lok¿ tip syringe were missing label information. The following information was provided by the initial reporter: the becton-dickinson syringe eylea 1ml rm-1003 11560 309628 lot 0148610 was observed to have the following defect: 35 of 80 samples examined were missing part of the expiration date. Correct expiry that should be printed on this syringe lot is 2025-05-31. The expiry printed on the observed defected samples was 2025-05-3. The defect was discovered at the sharp solutions allentown warehouse during incoming inspection. This component is used by regeneron in the packaging process for regeneron products.